Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/26/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed intermittent responses to button presses on the 'ok','up','down' and 'contrast' buttons. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Unrelated to the complaint, observed the text on the display screen is dim/faded and the text is discolored upon start up and difficult to read. When replaced with a test screen, display returned to normal.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the down arrow keypad button is unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.